Event description:
It was reported that spontaneous blood reflux occurred through the lumen of the catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The date of event was not provided by the complainant/reporter; the date reflected in this report is the date on which bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
Additional information received 9/17/2025: this is a 78-year-old woman with metastatic left breast neoplasia. PICC line installed on (B)(6) 2025. No urgent or life-threatening situation. Harm: extension of procedure, 2nd puncture. No delay or negative impact on patient. Catheter in place removed several centimetres and cut, allowing introduction of a metal guide and a new PICC line of the same type.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of catheter leakage at the solo valve is unconfirmed because the problem could not be reproduced. One 4 fr s/l powerpicc solo catheter was returned for evaluation. An initial visual observation of the returned catheter revealed blood residues throughout the device. A functional test of charging the catheter with water and suspending the catheter upside down while charged with water revealed the solo valve did not leak. A microscopic observation of the valves inside the solo hub before functional testing revealed nothing remarkable along the valves with no observable blood residues causing the valves to stay open. A microscopic observation of the valves inside the solo hub while the device was charged with water and after it had been suspended upside down revealed no leaking through the valves. Because the failure of a leaking solo valve could not be reproduced, this complaint is unconfirmed. Possible causes of observed leakage at the valve site may include securement and maintenance techniques of the catheter, or other unknown clinical conditions. This complaint will be recorded for future trending and monitoring purposes.